Manufacturer narrative:
Note that the serial number in section g.6 has been corrected. The original serial number submitted was incorrect.

Event description:
The reporter indicated that the artrial lead was perforated by the j-w, and was returned to rep.